Event description:
It was reported that the patient was experiencing pain and discomfort due to the implantable pulse generator ipg migrating toward the left hip and the leads had migrated causing inadequate stimulation. The patient underwent a revision procedure where the ipg and leads were explanted. The physician assessed while explanting the devices that there was scarring that also contributed to the patient's pain. The patient was expected to fully recover post-operatively. The explanted devices were retained by the facility and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 5069782, product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 5070917.